Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion and cardiac perforation. After a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter a pericardial effusion was observed on routine post-procedure echocardiography. Pericardial drainage was performed. It was unclear when during the procedure the perforation occurred and with which specific device. The patient's current condition is unknown.

Event description:
It was reported that the patient experienced a pericardial effusion and cardiac perforation. After a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave catheter a pericardial effusion was observed on routine post-procedure echocardiography. Pericardial drainage was performed. It was unclear when during the procedure the perforation occurred and with which specific device. The patient's current condition is unknown. The device is not expected to be returned for analysis due to disposal. It was further reported that everything went fine regarding the condition of the patient after the pericardial drainage was performed. A non-boston scientific may have caused the perforation rather than the farawave, but this was inconclusive.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to block b5 describe event or problem.